Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4ca ¿ europe, part # 644227, serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 06jul2020 to date 06jul2021. Complaint trend: the only complaint related to the issue of erroneous results for this part number within the date range is this one; date range from 06jul2020 to date 06jul2021. Manufacturing device history record (DHR) review: DHR part #644227 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a worn pcb assembly. According to the facscalibur clinical instrumentation service manual (pn 335956, rev. 04/vers. C), the ssc/fl2 or fl1/fl3 pcb assembly receives input signal from the ssc, fl1, fl2, and fl3 pmts and output signals from the ddm/pulse processor pcb and fsc/fl4. Failures within this assembly can prevent the instrument from sending and receiving accurate signals and will lead to inaccurate results. The fse (field service engineer) confirmed the issue and replaced the ssc/fl1 or fl1/fl3 amp (pn 03-61830-02) and laser cooling kit (pn 02-61830-02). No parts were requested for evaluation because although the pcb assembly is returnable, it was not required for the investigation. After the repair, the instrument was tested and functioning as expected with no further instances of erroneous results. Although this instrument was being used for clinical treatment, the customer confirmed that the results gathered were not used and they did not change or delay the treatment of a patient. It was suspected that the customer samples may have been old, so the lab recollected fresh patient samples for the retests. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2016. Defective part number: 03-20128-02s - pcb assembly ssc/fl2 or fl1/fl3 sp. 02-61830-02 - kit cooling laser. Work order notes: subject / reported: intermitted errors of controls high. Problem description: sample results abnormally high. Work performed: replaced ssc/fl1 or fl1/fl3 amp. Replaced kit cooling laser. Instrument working just fine. Cause: replaced ssc/fl1 or fl1/fl3 amp. Replaced kit cooling laser. Instrument working just fine. Solution: replaced ssc/fl1 or fl1/fl3 amp. Replaced kit cooling laser. Instrument working just fine. Returned sample evaluation: a return sample was not requested because although the pcb assembly is returnable, a return sample was not necessary in the investigation. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Item: power entry module. Function: ac power input. Potential failure mode: degradation of connection. Potential effect(s) of failure: intermittent operation. Potential cause(s)/mechanism(s) of failure: connector assembly. Current controls: service manual pm procedure chapter 4 - visually inspect. The twist lock power connector ... And the ends of the power cord for signs of heating. Recommended actions: failure analysis of returned parts by supplier. Investigate feasibility of updating ac power entry module. Severity: 5. Occurrence: 2. Detection: 8. Rpn: 80. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn pcb assembly. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn pcb assembly. The fse confirmed the issue and replaced the pcb assembly and cooling laser kit. After the repair, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that while testing patient samples with used facscalibur¿ 4ca - europe erroneous results were obtained. Samples were discovered to be old so laboratory personnel collected fresh samples and result were accurate. There was no patient impact. The following information was provided by the initial reporter: sample results abnormally high. "1. Are there erroneous results on patient samples for diagnostic test? Yes, but these results were not released to the patient. It turned out these samples were too old hence the abnormal behavior. The lab re-collected fresh samples and all was okay. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. 5. Provide details - how and to what extent? N/a. 6. What is the current medical status? N/a."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing patient samples with used facscalibur¿ 4ca - europe erroneous results were obtained. Samples were discovered to be old so laboratory personnel collected fresh samples and result were accurate. There was no patient impact. The following information was provided by the initial reporter: sample results abnormally high. "Are there erroneous results on patient samples for diagnostic test? Yes, but these results were not released to the patient. It turned out these samples were too old hence the abnormal behavior. The lab re-collected fresh samples and all was okay. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Provide details - how and to what extent? N/a. What is the current medical status? N/a."